Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was on a break from using the pump. When the customer decided to resume pump therapy, a malfunction alarm occurred. The customers blood glucose (bg) level was reported to be (241 mg/dl). It was reported that the customer was on manual injections when bg's became elevated and was not on pump therapy at the time. The customer stated bg level was not impacted due to the malfunction alarm. The customer took a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared.